Event description:
It was reported that the pt experience lack of effect. Despite reprogramming to increase the amplitude to 10.5 v there was inadequate stimulation. The patient's stimulator battery was determined to be depleted. The system was removed. The pt outcome was reported as no injury.

Manufacturer narrative:
Final device analysis of the generator revealed no significant anomalies, output and telemetry were okay, and the battery was near assumed end of life. Final device analysis of the extension revealed no significant anomalies; the extension was okay but cut through (suspected explant damage). Final device analysis of the lead revealed that the #1 conductor/wire was broken at the connector weld. It appeared that the stub of the connector had worn a groove in the connector sleeve slot, which suggested pulling and stretching. Analysis also noted slight stretching of the lead at the proximal end.